Event description:
It was reported that this right atrial (ra) lead exhibited impedance issues. It was confirmed that the ra was fractured. This lead remains in service. The patient will not have a surgery since it does not represent a threat. No adverse patient effects were reported.